Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the redundant power tray assembly to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis and the reported failure was replicated. This power tray was installing into the test system, and it failed error 86 after 10x power cycles, it replicated failure report. Installed new ipd pca retested power cycle 10x no error. The unit displayed good condition. The complaint was confirmed based on the failure analysis.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, customer has experienced three non-recoverable faults. The customer had power cycled the system after each non recoverable fault but the issue remained. The technical support engineer (tse) reviewed the logs and confirmed the issue. Tse walked caller through a hard power cycle of the tower but the issue remained. The customer confirmed they did have another tower available and tse advised to swap towers. The procedure was converted to another dv system with no reported injury.